Manufacturer narrative:
Based on the investigation, the cause of the intra-operative complication cannot be determined. There is no indication that the device directly caused patient coding cardiopulmonary arrest. The surgeon confirmed that the cardiopulmonary arrest was not due to a product issue, and it would have likely occurred via another modality. A review of the site¿s system logs found no relevant errors were observed during this procedure. No image(s) and/or video clip(s) were submitted for review. A review of the event was conducted by an isi medical officer and the following additional information was provided: the patient in this report had a cardiac event and the colon procedure they were undergoing was aborted. An occlusion of the right coronary artery (rca) was discovered in the subsequent work up and stented. The patient subsequently underwent the previously planned colon resection. Based on the information provided in the summary of events, the cardiac event was the result of underlying severe coronary artery disease which was diagnosed and treated. This type of event is not unique to intuitive surgical products and no intuitive surgical products or instruments contributed to this event. Note: refer to medwatch report (MDR) with patient identifier (B)(6) for MDR submission of the initial report of issues with the vessel sealer instrument, bleeding and subsequent surgery.

Event description:
It was reported that halfway through a da vinci-assisted low anterior resection procedure, the patient had a cardiopulmonary arrest. An emergency undock was performed and the procedure was aborted. Advance cardiac life support was rendered, and the patient was stabilized. The patient was then transferred to post anesthesia care unit then to the intensive care unit. The patient underwent cardiac catheterization where a right coronary artery (rca) occlusion was found. Stents were placed on the rca. On post-operative day #2, the patient underwent rectum and sigmoid colon removal. The patient remains admitted. The plan of care is to have the patient undergo creation of colostomy. The surgeon reported that the cardiopulmonary arrest would have likely occurred via other modalities regardless of if it was laparoscopic or open. The surgeon believe that the adverse event was not related to da vinci system or instrument issue.